Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. The steps for handling and properly connecting power sources in order to prevent damage are outlined as well as instructions for routine inspection of the power connection ports. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. If there is a controller failure, the controller should be switched to the back-up controller. The steps for exchange of batteries and controllers are outlined. Missing information from this report is identified as a blank, unknown and as no information (ni); this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation.

Manufacturer narrative:
Uncheck "user facility". Controller (B)(4) was returned for evaluation. Multiple battery alarms and battery switching events were confirmed via review of the controller log files. However, none of the problems could be replicated in bench testing. Analysis of the controller revealed that it met specifications; the controller passed visual examination and functional testing. The controller was in use when the reported event occurred. The probable cause for the critical battery alarm is controller communication error with the battery. Heartware has opened an internal investigation to address this issue. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
The ventricular assist device (vad) coordinator reported that the patient came to the clinic complaining of battery switching on side 2 of his controller when he bends over. The batteries had been previously replaced, but the issued remained. The controller was exchanged. There was no effect on the patient.